Event description:
It was reported that no flow was experienced when using a clearlink continu-flo solution set. This occurred while priming the device by gravity flow with total parenteral nutrition (tpn). The reporter state that the solution would go into the filter chamber but not any further. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). One used sample was received out of the pouch partially primed. Visual inspection of the set did not identify any obvious defects. The set was then primed (functionally tested) and was found to prime and flow normally; as such, this issue could not be confirmed. The sample was working within specification. If additional relevant information is obtained, then a follow-up MDR will be submitted.